Event description:
There was an abo mistype on the galileo instrument. Initial testing on galileo reported a result of o pending from a unit labeled as positive. Another segment was tested and gave a result of a positive.